Event description:
Additional information was received that the modular cable, system controller, and mobile power unit (mpu) were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fluid ingress issue could not be conclusively confirmed with the returned mobile power unit (serial # (B)(6). Visual inspection of the returned unit appears unremarkable. The unit booted up as intended, after plugging into the power outlet, and remained powered throughout evaluation. The unit passed all testing per the service process procedure. The unit was returned to the customer and ready for use. A root cause of the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 8, equipment storage and care, general cleaning guidelines for all equipment. Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and stated the connection between the patient and the mpu was submerged in water. The caregiver did not think the system controller was submerged but was not 100% certain. Upon visual inspection no evidence of water was seen. There were tentative plans to replace the system controller and modular cable. Log files captured power cable disconnects and low power hazard events on (B)(6) 2024 between 11:48:09 and 11:48:12 while on the mpu. The patient was switched to battery power within a few minutes after these events.